Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing from the server to station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patients were not showing on a station. A technical support specialist (tss) dialed into the production server and called the customer to request patient information. From the server, tss confirmed that the patient had already crossed over. The pharmacist confirmed that users could find the patient from another station on the same unit. Tss received approval to dial into the station and bring it down for troubleshooting. Tss logged in as care fusion admin, verified that the data synchronized log showed no issues, and checked ssms, where the database size was 10.1 gb. Tss performed a database backup, confirmed it was not encrypted, and saved it to d drive. Tss repaired med application, ran a full synchronized, and restarted the station. After calling the customer back, pharmacist confirmed that the missing patient was now showing on the station. Customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.